Event description:
Caller reported an error with their continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue by performing a pump reset with guidance from technical support, which allowed them to start their sensor session.